Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis, but the reported failure could not be reproduced on generator connected to system. The logs could not confirm the fault occurred in the field. Visual inspection found that the unit has no significant scratches or dents. The front bezel was in decent condition. The unit was installed onto a golden system and functioned as expected. The complaint was not confirmed based on failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer felt that the integrated electrosurgical unit (iesu) exhibited energy issue, and the monopolar energy was not burning hot enough. The procedure was completed with no report of patient injury.